Event description:
It was reported that on (B)(6) 2014, the patient underwent a stenting procedure with placement of a 2.5 x 28 mm xience v stent in the 100% stenosed distal circumflex artery. After the stenting procedure, the patient experienced ventricular arrhythmia. On (B)(6) 2014, the patient expired. Additional information has been requested.

Event description:
Subsequent to the initial report, additional information was received. During the stenting procedure, the patient experienced ventricular fibrillation, as demonstrated on electrocardiogram. Defibrillation was performed and cardiopulmonary resuscitation (CPR) was performed with administration of intravascular adrenaline. A temporary pacemaker was inserted. The patient was intubated and placed on assisted ventilation

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The reported patient effect of death is a known observed and potential patient effect as listed in the xience v everolimus eluting coronary stent system instructions for use. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A similar incident query in the complaint handling database for this lot was not performed as the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.